Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-03286. Follow-up revealed the patient was originally implanted with only model 3286 (device 2).

Event description:
Device 1 of 2.reference MFR. Report#: 1627487-2016-03286further investigation revealed during the patient's revision model 3286 lead was explanted and was returned to the manufacturer for analysis. In turn, a new device has been added to the report to document model 3286 (device2).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Reprogramming did not provide resolution. In turn, surgical intervention was undertaken to explant and replace the patient's lead which resolved the issue. Effective therapy was restored postoperative.